Event description:
Additional information received identified that, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was relocated to a new pocket site. The issue was resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention is pending to address the issue.